Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl) and 118 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, after successfully placing two bands, the trip wire broke in the middle of the scope. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.